Manufacturer narrative:
Initial reporter information cannot be provided due to the restriction by the japan privacy regulation. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the shut down buzzer alarm test sound of this ht70 ventilator was noted to have a failure. Additionally, the pump had a leak and the handle was damaged. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve the issue of unit failed the shutdown buzzer alarm sound test, sp replaced the control board. To solve the pump leakage and damaged handle, sp replaced the pump and manifold assembly and handle assembly. The unit passed all test and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in control board, handle assembly and pump manifold assembly for each individual reported issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the shut down buzzer alarm test sound of this ht70 ventilator was noted to have a failure. Additionally, the pump had a leak and the handle was damaged.  The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Correction to section a patient identifier additional information section b5 correction section h6 device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as follows: it was reported that during servicing, the shut down buzzer alarm test sound of this ht70 ventilator was noted to have a failure. Additionally, the pump had a leak and the handle was damaged. The ventilator was not in use on a patient at the time of the reported event. Based on the new information provided, the control board of this ht70 ventilator had a log failure and the inlet filter was damaged and there was no evidence of malfunction that would cause the shut down buzzer alarm test sound to fail..

Event description:
Correction and additional information: it was reported that during servicing, the control board of this ht70 ventilator had a log failure and the inlet filter was damaged. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section b5 additional information correction to component code due to additional information h3: device evaluation summary: corrected and updated due to additional information received medtronic conducted an investigation based upon all information received. It was reported that during servicing, the control board of this ht70 ventilator had a log failure and the inlet filter was damaged. The device was available for evaluation. Service personal found that the unit could not extract the log data. Replaced the ht70 plus control board to solve the issue. Also, replaced the inlet filter assembly due to damaged part. Performed the 2 year preventive maintenance and the unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. The cause of the event was isolated to faulty control board and damaged inlet filter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.